Event description:
It was reported that the ilet insulin pump¿s touchscreen was cracked, and the user was advised that the device would no longer be watertight and required replacement; the device continued to function, and blood glucose was reportedly not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included customer interview, troubleshooting guidance, and replacement of the device with instructions to shut down the original unit, back up therapy as needed, sync data to the app, and return the device using a provided shipping label. Investigation of this case revealed physical damage to the touchscreen assembly consistent with external impact, with loss of watertight integrity but retained basic functionality. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation.   This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.